Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Further information was requested but was not yet received.

Event description:
New information received notes programming changes were made. The patient was stable.